Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was kinked and ovalized at approximately 55.0 cm from the hub, and kinked at the distal tip. Conclusions: evaluation of the returned device revealed it was ovalized and kinked at the mid-shaft and kinked at the distal tip. This type of damage typically occurs due to improper handling during preparation. If the cat6 is forcefully gripped or compressed during removal from the packaging, or manipulated at extreme angles, damage such as this may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, a crease was noticed in the middle shaft of the indigo system aspiration catheter 6 (cat6) upon opening the packaging. The damaged cat6 was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new cat6.